Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted the right atrial (ra) lead exhibited oversensing of noise. Noise could be reproduced with isometrics. No intervention was performed. The patient was in stable condition and would continue to be monitored.